Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected rainbow effect or missing segments/partial display due to display anomaly. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had screen had a rainbow effect in sunlight and it's effects visibility. Customer stated the insulin pump had unexplained no delivery alarms and no delivery while priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. ¿